Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the head and the cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup and the femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup and the femoral head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Based on the information provided, the patient¿s reported pain, elevated cobalt-chrome levels and pseudotumor may be consistent with findings associated with metal debris. However, the elevated cobalt-chrome levels may also be correlated to the reported malalignment. Without supporting post-primary and pre-revision radiographic images, lab results and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a right hip revision due to pain, limited mobility, pseudotumor and elevated metal ion levels.

Manufacturer narrative:
New information: PMA/510k,catalog #,lot #, UDI #, serial #, model #, expiration date.